Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 153 mg/dl at the time of the incident. The customer states the reservoir would not stay in place. There was a cracked reservoir tube lip and the o-ring was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube window, reservoir tube lip completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring, minor scratched and cracked display window.

Manufacturer narrative:
Findings: pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube window, reservoir tube lip completely broken off and test reservoir will not lock/click in place, missing reservoir tube o-ring, minor scratched and cracked display window.